Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the cleaning, disinfection, and sterilization (cds) checklist for the scope. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) tray and cover were also sampled and tested negative. The channels were precleaned with proteozim plus detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel and instrument channel port were manually cleaned with aniosyme xl 3 and tec care swab double 3.0mm brushes. The scope was manually disinfected with aniosyme xl 3. The aer used was a steris system 1 express. The customer stored the device horizontally. Maintenance / repair of the device had performed by olympus. The scope was h202 sterilized in a steris system 1 express every procedure.

Event description:
Additional information was received from the reporter. The event occurred before a procedure. On (B)(6) 2021, the aspiration channel tested positive for eight hundred and seventy (870) colony forming units (cfus) of eschirichia coli. (B)(6) 2021, the aspiration channel tested positive for fifteen (15) cfus of eschirichia coli. On (B)(6) 2021, the aspiration channel tested positive for thirteen (13) cfus of eschirichia coli.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, "the vision of the device sometimes was disturbed" and that after three (3) microbiological tests, the evis exera ii small intestinal videoscope showed contamination by escherichia coli. There was no report of contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. The other reported issue of ¿the vision of the device sometimes was disturbed was not confirmed. During inspection, it was noted the distal end cap and suction cylinder had impact points. The air/water cylinder had deposits and the charged-coupled device (ccd) cable was too short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.